Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok¿ insulin syringe had a greater volumetric equivalency than 1 ml. Found before use. No reports or injury or medical intervention noted.

Manufacturer narrative:
Results: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 4140670. Bd received one (1) bd 1cc 13mm, 29g safety-lok syringe from the customer in an open blister pack from lot # 4140670. Customer states that the amount equivalent to 100 iu in the syringe is greater than 1 ml. The returned syringe was tested using the plug gauge and all scale markings fall within specifications. As per manufacturing, a review of the device history record was completed for batch# 4140670. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure conclusion: root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no additional investigation and no CAPA is required at this time.